Event description:
Patient developed a skin irritation after 10 tab electrodes had been applied to arms, legs and chest. The tabs were on the patient for approximately 5 minutes, pinkness appeared on each site except for the right arm. These irritation spots were the size of a silver dollar. Within 10 minutes the pink areas turned to welts. Also, patient had hives on trunk - front and back.